Manufacturer narrative:
Correction: initial reporter info should have not been blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the hospital for an unrelated procedure; and prior to the procedure, it was noted that the atrial lead impedance was greater than the upper limit notifier. The patient had previously received a notifier regarding the lead impedance issue back in (B)(6) 2018 and had not been checked prior to that . Programming changes were discussed but were not made. Patient was stable.